Manufacturer narrative:
Age at time of the event: 18 years or older. Device is a combination product. Device evaluated by MFR: a 24 x 3.50mm promus premier select stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 557mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual examination of the shaft polymer extrusion found no issues. A dried white substance was observed on the hypotube shaft on analysis. No other issues were identified during the product analysis

Event description:
It was reported that a shaft break occurred. While taking a 24 x 3.50 promus premier select stent out of the packaging and outside the patient, it was noticed that the shaft had broken in two parts. The shaft break was about 50cm from the distal end. No patient complications were reported in relation to this event. It was later reported that the procedure was completed with another of the same device.

Manufacturer narrative:
Age at time of the event: 18 years or older. Device is a combination product.

Event description:
It was reported that a shaft break occurred. While taking a 24 x 3.50 promus premier select stent out of the packaging and outside the patient, it was noticed that the shaft had broken in two parts. The shaft break was about 50cm from the distal end. No patient complications were reported in relation to this event. It was later reported that the procedure was completed with another of the same device.

Manufacturer narrative:
Age at time of the event: 18 years or older. Device is a combination product.

Event description:
It was reported that a shaft break occurred. While taking a 24 x 3.50 promus premier select stent out of the packaging and outside the patient, it was noticed that the shaft had broken in two parts. The shaft break was about 50cm from the distal end. No patient complications were reported in relation to this event.